Event description:
It was reported that a screw is backing out of a resonate plate post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10